Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this competitor device was noting a lead integrity warning on this right ventricular (rv) lead. Upon review, the pacing and shock impedance measurements were appropriate and noise was produced. There were stored electrograms (egm) with noise, but this did not result in asystole greater than two seconds. A lead fracture was suspected, but not visually confirmed. The competitor technical services team advised a lead revision. It was indicated that the lead would be revised, no further information regarding the lead revision was provided. The device therapy was programmed off. No adverse patient effects were reported.